Event description:
It was reported that the patient presented with incomplete motor aphasia, left-sided central facial and lingual paralysis, and grade 0 muscle strength of the left extremities due to acute cerebral infarction. The target saccular aneurysm was located on right internal carotid artery-communicating (c7 segment, 12.49x17.69mm, neck 17.69mm). The procedure was performed on (B)(6) 2025 as the subject stent was successfully implanted and completely covered aneurysm neck. During the follow-up imaging on (B)(6) 2026, the cerebral infarction was noted. Per physician¿s opinion, the cause of the reported infarction that the patient did not strictly follow the physician's order(s) to take the anti-platelet drugs post procedure. The patient is hospitalized at study site for treatment with drugs (not surgery) for the reported infarction.

Manufacturer narrative:
B1 adverse event/product problem - corrected ¿ no adverse event b2 outcomes attributed to ae: corrected ¿ no hospitalization-initial or prolonged,/ and no other serious (important medical events) b5 executive summary: updated h1 type of reportable event - corrected - no serious injury f10 & h6 device code grid- corrected to ¿insufficient information¿ f10 & h6 clinical signs code grid ¿ corrected to ¿no clinical signs, symptoms or conditions¿ f10 & h6 health impact code grid - corrected to ¿no health consequences or impact¿ received additional information on 26-jan-2026 stated that ¿the event relationships have been updated by site as unlikely (see below), which would be considered as unrelated not requiring reporting as discussed previously¿ (based on the nci guidelines, ¿unlikely¿ is considered unrelated/not related). At this time there is no information that reasonably suggests that there is any allegation against the subject device. Based on this review, the event does not meet the requirements for a complaint for the corresponding device. Therefore, the reportability will be changed from reportable to non-reportable. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the patient presented with incomplete motor aphasia, left-sided central facial and lingual paralysis, and grade 0 muscle strength of the left extremities due to acute cerebral infarction. The target saccular aneurysm was located on right internal carotid artery-communicating (c7 segment, 12.49x17.69mm, neck 17.69mm). The procedure was performed on (B)(6) 2025 as the subject stent was successfully implanted and completely covered aneurysm neck. During the follow-up imaging on (B)(6) 2026, the cerebral infarction was noted. Per physician¿s opinion, the cause of the reported infarction that the patient did not strictly follow the physician's order(s) to take the anti-platelet drugs post procedure. The patient is hospitalized at study site for treatment with drugs (not surgery) for the reported infarction. Update: received additional information on 26-jan-2026 stated that ¿the event relationships have been updated by site as unlikely (see below), which would be considered as unrelated not requiring reporting as discussed previously¿ (based on the nci guidelines, ¿unlikely¿ is considered unrelated/not related). At this time there is no information that reasonably suggests that there is any allegation against the subject device. Based on this review, the event does not meet the requirements for a complaint for the corresponding device. Therefore, the reportability will be changed from reportable to non-reportable. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.